Event description:
It was reported that during interrogation the atrial lead exhibited noise. The patient was asymptomatic. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.